Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented due to audible tones from the device. The high voltage "b" (hvb) - right ventricular (rv) coil electrode and superior vena cava (svc) defibrillation impedance measured high. Recent measurements were normal, but elevated over implant period. A fracture or setscrew problem was suspected. The pocket was opened and upon inspection of the lead/header, it was noted that the hvb df-1 pin was able to be removed from the header without the use of the wrench. The df-1 pin was reinserted into the head and screwed into place. Lead measurements were within normal range and the lead remains in use. No patient complications have been reported as a result of this event.